Event description:
Voluntary medwatch received states the patient's right ventricle lead exhibited high capture threshold and high pacing impedance. Programming changes were made. There were no patient consequences reported.

Manufacturer narrative:
Voluntary medwatch report received: mw5157695.